Event description:
It was reported that the patient with this pacemaker contacted technical services requesting assistance with the communicator. Review determined that the communicator had been unplugged from power and required firmware updates. After reconnecting power and completing firmware updates, multiple attempts to locate the implanted device were unsuccessful. Technical services provided troubleshooting instructions, including repeated interrogation attempts and forced transmissions. As no radiofrequency (rf) communication was established, ts recommended continued troubleshooting and coordination with the clinic to verify the implanted device information and perform an in-clinic evaluation if needed. No adverse patient effects were reported. The pacemaker remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Follow up report 1 (device evaluation): the complaint device was not returned to boston scientific; therefore, product analysis could not be performed. Conclusion code was updated to "no problem detected" was selected based on lack of objective evidence of a device defect/malfunction and passing product record reviews. A risk review was completed and confirmed that the event of difficult to interrogate/telemetry (rf) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. It can be concluded that unknown factors most probably contributed to the event

Event description:
It was reported that the patient with this pacemaker contacted technical services requesting assistance with the communicator. Review determined that the communicator had been unplugged from power and required firmware updates. After reconnecting power and completing firmware updates, multiple attempts to locate the implanted device were unsuccessful. Technical services provided troubleshooting instructions, including repeated interrogation attempts and forced transmissions. As no radiofrequency (rf) communication was established, ts recommended continued troubleshooting and coordination with the clinic to verify the implanted device information and perform an in-clinic evaluation if needed. No adverse patient effects were reported. The pacemaker remains in service.

Manufacturer narrative:
Follow up report 2 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that the patient with this pacemaker contacted technical services requesting assistance with the communicator. Review determined that the communicator had been unplugged from power and required firmware updates. After reconnecting power and completing firmware updates, multiple attempts to locate the implanted device were unsuccessful. Technical services provided troubleshooting instructions, including repeated interrogation attempts and forced transmissions. As no radiofrequency (rf) communication was established, ts recommended continued troubleshooting and coordination with the clinic to verify the implanted device information and perform an in-clinic evaluation if needed. No adverse patient effects were reported. The pacemaker remains in service. Additional information was received that this pacemaker exhibited an alert indicating that remote monitoring (rmd) was no longer available due to limited battery capacity. Subsequently, this device was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure.